Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "liquid that had collected" in the breast.

Event description:
Patient representative reporting "swelling in the right breast and pain in the right armpit" and via ultrasound "it was determined that there was liquid that had collected" in the breast. Physician confirms rupture and seroma diagnosed with ultrasound. The device has been explanted.

Event description:
Device remains implanted.